Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported an angio-seal was deployed in the right femoral artery. The following morning, when the pt got up to ambulate, there was a popping sensation in the right groin and a large hematoma had formed. The pt was instructed to lay down and manual compression had to be applied. Hemostasis was achieved and the pt was reported to be recovering. The pt's stay in the hospital has been extended for further monitoring. The pt's lab values were reported stable and there was no evidence of bleeding. Surgical intervention was not required. Add'l info was not available.